Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. A photograph of the device showing an fracture of the extension leg at the luer junction was provided by the end user. The customer's complaint description is confirmed based on the attached picture supplied by the customer. The extension leg has a fracture (leaking) at the junction with the luer hub. However, without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. A potential root cause for this failure is over torqueing of the hub to extension tubing junction during cleaning/use of the device. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: the following is provided as a reference from the product dfu : warnings: in the rare event that a hub or connector separates from any component during insertion or use, take all necessary steps and precautions to prevent blood loss or air embolism and remove catheter. Use of excessive pull force on the catheter may cause the suture wing to detach from the bifurcate. Do not use acetone on any part of the catheter tubing. Exposure to this agent may cause catheter damage. Do not use sharp instruments near the extension tubing or catheter lumen. Do not use scissors to remove dressing. Catheter will be damaged if clamps other than what is provided with this kit are used. Clamping of the tubing repeatedly in the same location may weaken tubing. Avoid clamping near the luers and hub of the catheter. Examine catheter lumen and extensions before and after each treatment for damage. Repeated over tightening of bloodlines, syringes, and caps will reduce connector life and could lead to potential connector failure. If luer lock connectors are cleansed with a cleansing solution, allow the solution to dry fully before applying catheter end caps. Tape end caps between treatments to safeguard them against accidental removal. Note: endexo technology is intended to reduce catheter-related thrombus, and is not intended to treat or eliminate existing thrombus a review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
It was reported that the device involved in the incident is available to be returned to the manufacturer for evaluation. To date the device has yet to be returned. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. Complaint reference (B)(4).

Event description:
An angiodynamics territory manager reported that this bioflo chronic dialysis catheter was broken where the tubing meets the end part. This resulted in the patient needing to have the catheter removed and replaced. The patient did not experience any harm or adverse event because of this issue. It was indicated the reported device is available for return to the manufacturer for a device evaluation.